Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and pelvic pain ("chronic pelvic pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual periods were normal and she had no problem with going about her daily life. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)/menstrual cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"), 17 days after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced abdominal pain lower ("severe cramping"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and musculoskeletal pain ("pain radiating into her buttocks"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain/loss(specify which one) gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), erythema ("rashes or skin conditions type: redness") and rash ("rashes or skin conditions type:skin rashes that come and go"). The patient was treated with analgesics, hydrocodone, muscle relaxants and surgery (hysterectomy and bilateral salpingectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain had resolved, the pelvic pain, anxiety, depression, vaginal haemorrhage, menorrhagia, erythema, migraine, headache, allergy to metals, alopecia, weight increased and rash outcome was unknown, the abdominal pain lower and musculoskeletal pain had not resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, erythema, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: before essure, plaintiff had not experienced this combination of symptoms while not on birth control. Physician advised her that the issues are likely the lack of depo-provera rather than the presence of the essure coils and that going back on the depo-provera could potentially help, but plaintiff was reluctant. Physician advised that doing a hysterectomy would likely solve the issue. Plaintiff is seeking a physician who will remove bayer¿s device in order to address her symptoms in the near future. She has suffered from these symptoms for over one year. She uses pain medication to control the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: essure in proper place and bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received with her demographic details were updated. Lawyer information added. Product indication added. Following events were added: abnormal bleeding (vaginal), menorrhagia, rashes or skin conditions type: redness/skin rashes that come and go, migraines, headaches, nickel allergy, hair loss and weight gain/loss(specify which one) gain. Event severity added for: abdominal pain. Event onset date were added. Event outcome added for: dysmenorrhea(cramping)/menstrual cramps and abdominal pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and pelvic pain ("chronic pelvic pain") in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual periods were normal and she had no problem with going about her daily life. Previously administered products included for an unreported indication: depo-provera. On (B)(6)2016, the patient had essure inserted. On (B)(6)2016, 2 months 1 day after insertion of essure, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea"). On (B)(6)2016, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and musculoskeletal pain ("pain radiating into her buttocks"). In 2016, the patient experienced abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with hydrocodone, muscle relaxants, analgesics, and laparotomy hysterectomy and bilateral salpingectomy on (B)(6)2017. At the time of the report, the abdominal pain, abdominal pain lower and musculoskeletal pain had not resolved and the pelvic pain, the last episode of dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, musculoskeletal pain, pelvic pain, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: before essure, plaintiff had not experienced this combination of symptoms while not on birth control. Physician advised her that the issues are likely the lack of depo-provera rather than the presence of the essure coils and that going back on the depo-provera could potentially help, but plaintiff was reluctant. Physician advised that doing a hysterectomy would likely solve the issue. Plaintiff is seeking a physician who will remove bayer¿s device in order to address her symptoms in the near future. She has suffered from these symptoms for over one year. She uses pain medication to control the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: essure in proper place and bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: summons received product information and new events: chronic pelvic pain, anxious, depressed were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure insertion plaintiff's menstrual periods were normal and she had no problem with going about her daily life. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 2 months 1 day after insertion of essure, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and musculoskeletal pain ("pain radiating into her buttocks"). The patient was treated with hydrocodone, muscle relaxants and analgesics. Essure treatment was not changed. At the time of the report, the abdominal pain, abdominal pain lower and musculoskeletal pain had not resolved and the last episode of dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, musculoskeletal pain, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: before essure, plaintiff had not experienced this combination of symptoms while not on birth control. Physician advised her that the issues are likely the lack of depo-provera rather than the presence of the essure coils and that going back on the depo-provera could potentially help, but plaintiff was reluctant. Physician advised that doing a hysterectomy would likely solve the issue. Plaintiff is seeking a physician who will remove bayer's device in order to address her symptoms in the near future. She has suffered from these symptoms for over one year. She uses pain medication to control the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure in proper place and bilateral occlusion. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 and reported adverse events including abdominal pain. She has the pain for over one year with chronic use of pain killers (hydrocodone) and muscle relaxers. She is seeking a physician to remove essure. Abdominal pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case, no alternative explanation was given for plantiff's pain. This case was classified as incident due to the serious injury reported. A product technical analysis is being sought. Follow-up information will be obtained through.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual periods were normal and she had no problem with going about her daily life. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 2 months 1 day after insertion of essure, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and musculoskeletal pain ("pain radiating into her buttocks"). The patient was treated with hydrocodone, muscle relaxants and analgesics. Essure treatment was not changed. At the time of the report, the abdominal pain, abdominal pain lower and musculoskeletal pain had not resolved and the last episode of dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, musculoskeletal pain, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: before essure, plaintiff had not experienced this combination of symptoms while not on birth control. Physician advised her that the issues are likely the lack of depo-provera rather than the presence of the essure coils and that going back on the depo-provera could potentially help, but plaintiff was reluctant. Physician advised that doing a hysterectomy would likely solve the issue. Plaintiff is seeking a physician who will remove bayer's device in order to address her symptoms in the near future. She has suffered from these symptoms for over one year. She uses pain medication to control the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure in proper place and bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to a (B)(6) year old female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 and reported adverse events including abdominal pain. She has the pain for over one year with chronic use of pain killers (hydrocodone) and muscle relaxers. She is seeking a physician to remove essure. Abdominal pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case, no alternative explanation was given for plaintiff's pain. This case was classified as incident due to the serious injury reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through.